Event description:
It was reported that the pt experienced bleeding after the dura was nicked by an invisx lock. The doctor felt that the profile of the lock base was too large and removed it intraoperatively.